Manufacturer narrative:
This event was identified as being reportable as a result of a review of complaints received by ulthera, inc. Merz device innovation center. This submission is part of a correction documented in ulthera, inc., merz device innovation center (B)(4). If additional information should become available, a supplemental medwatch report will be submitted.

Event description:
On (B)(6) 2015, a merz field representative conveyed that they received a call from a practice who reported a patient experiencing extreme paresis following a full face ulthera treatment with control unit serial number (B)(4), performed under standard protocol.